Manufacturer narrative:
No patient information provided as no patient was involved in this concern. Initial reporter unavailable from the site at the time of filing. No parts were returned to the manufacturer for analysis. Part not returned.

Event description:
Medtronic received information regarding an imaging system. It was reported outside of a procedure that the site was unable to turn the mobile viewing station (mvs) on that morning (prior to cases). Afterwards the site was able to boot it with no difficulty. No patient was present.

Manufacturer narrative:
A medtronic representative went to the site to test the equipment. Testing revealed that no issue found within the system, however suspecting the site may not have system plugged in correctly and not charged for use. The system then passed the system checkout and was found to be fully functional.